Manufacturer narrative:
(B)(6).

Event description:
It was reported that foreign material was found on the device. An encore 26 inflation device was selected for use. During unpacking, it was noted that dirt was found on the device. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: during the visual inspection the encore was found with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. The stain did not obstruct the graduation marks in the barrel. No other issues noted.

Manufacturer narrative:
Initial reported facility name: (B)(6) hospital.

Event description:
It was reported that foreign material was found on the device. An encore 26 inflation device was selected for use. During unpacking, it was noted that dirt was found on the device. The procedure was completed with another of the same device. No patient complications were reported.